Event description:
Additional information received reporting "the blood cultures showed no evidence of infection, and the patient has now received an lvad. I will double check if the pump has been kept for returning to us, unfortunately I was not on site for its removal, and am unable to confirm at this time."

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added. H6. Health effect - clinical code e1906 unspecified infection removed.

Event description:
Clincial narrative: a 54-year-old male with a past medical history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d. The patient was initiated on impella support via a right axillary/subclavian surgical arterial approach using an impella cp pump. While on support, the patient experienced an episode of ventricular tachycardia arrest, which was reported by the clinical team as believed to be related to electrolyte abnormalities. The patient was defibrillated twice, and an amiodarone infusion was initiated and subsequently discontinued approximately two hours later once electrolytes were corrected. The patient was noted to be febrile, and blood cultures were obtained to evaluate for a possible infectious source; results were pending at the time of reporting. The impella device remained in place and continued to provide hemodynamic support. No device alarms, performance issues, or handling concerns were reported. At the time of this report, the patient remained on impella support, with explant date and survival outcome to be determined. Based on the information available, the ventricular tachycardia arrest was reported as related to the patient¿s clinical condition and electrolyte imbalance, with no evidence to suggest an impella device malfunction or failure. The device continued to function as intended, and the patient was reported to be stable on ongoing impella support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.